Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother initially called for assistance finding the carb ratios settings. During the call; the mother reported that the customer was currently hospitalized with diabetic ketoacidosis. The customer had high blood glucose, elevated white count and elevated heart rate. Blood glucose value was over 600 mg/dl. He was treated with insulin drip. Customer's mother was assisted with finding the carb ratios.